Event description:
(Post radiation treatment check) 8 monitored ventricular high rate episodes most recent (B)(6) 2020. Device appears to be intermittently undersensing on the ventricular lead. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).